Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio delivery system. During the procedure, it was observed that the occluder did not conform to its desired shape and took form of a cobra deformation. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.